Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery test failed. There was no patient involvement. The device was evaluated by a philips rse and it was confirmed that the battery needs to be replaced. Due to the end of the support period and the lack of available parts, it is not possible to repair it. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.